Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Final analysis found based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that bluetooth restoration was successful and the issue was resolved. There were no patient consequences.